Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The device and leads were removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.